Event description:
Nurse in patient's room and observed smoke coming from in-between channels of alaris IV pump. Outer channel removed and inner channel smoking with sparks/flames coming from the top of the channel. Removed channel from the brain and sparks/flames stopped. Smoking continued briefly.